Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level was 600 mg/dl. Customer stated other blood glucose value was 570 mg/dl. The current blood glucose level was 254 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with intravenous insulin drip in hospital. Customer reported that they had a symptoms like altered vision and weakness at the time of hospitalization. Customer was using auto mode. The insulin pump will not be returned for analysis.